Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received via social media that the patient was experiencing inadequate pain relief. It was also reported that one of the leads had migrated. The patient underwent an explant procedure. No further information could be obtained.